Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Patient was revised to address pain and loosening of the unknown component at the bone to cement and cement to implant interface. Unknown cement manufacturer was used. Doi: unknown, dor: (B)(6) 2019 left knee.